Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the was torn with a piece hanging off could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the cysto-nephro videoscope inside lining was torn with a piece hanging off. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber glue had a chip and was lifting. The light guide lens had a chip and a scratch. The forceps passage was torn and had scrape marks inside. The bending section was crushed the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.